Event description:
Additional information received reported that the patient had acute pain and the device was hurting them. The implantable neurostimulator (ins) was flopping in their chest. The patient had been sore since implant. The patient was going to be seen by a manufacturer representative on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that since implant the patient felt pain at the implantable neurostimulator (ins) site and the patient stated that the ins was moving around in the pocket since implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Unrelated loss of stimulation; overdischarge suspected event captured in (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the original issue was unresolved.

Event description:
Additional information received from the manufacturer's representative (rep) reported that neither of the reps. Saw the patient on (B)(6).